Manufacturer narrative:
(B)(4). This complaint for air in the cassette was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center to report that an air lock was found in the cassette after taking it out of the homechoice (hc) machine after ending therapy, because the supply bag was not emptying into heater bag. Per nurse, they ended therapy and performed manual exchange. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.